Manufacturer narrative:
A bci field service engineer (fse) replaced wash buffer tubing in one of the transfer pumps within the fluidics drawer that was cut. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a wash buffer leak onto the follow underneath the unicel dxi 800 access chemistry analyzer. No reports of injury to the user.